Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) level was not provided, as the customer had not tested bg level. Reportedly, the customer reverted to manual insulin injections for alternate insulin therapy.